Manufacturer narrative:
(B)(4).

Event description:
It was reported a declot procedure was being performed on a left forearm av fistula of female patient in interventional radiology. During the procedure, the entire wire basket separated from the catheter. They noticed it under fluoroscopy and immediately tried to remove the ptd when the basket came apart. The basket was retrieved with the use of a snare. A new ptd device was used to complete the procedure. There was no delay in treatment and no patient death or complications reported.